Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) after the elective replacement indicator (eri) on the pulse generator. The device was interrogated, and the no capture of the ventricle was observed. Premature battery depletion was suspected. The patient required emergency intervention which resulted in rib fracture and chest tube insertion. The patient was in unstable condition and was expected to pass away. No further information was available.